Event description:
It was reported that the li61se intraocular lens was inserted and removed intraoperatively due to capsular tear. No info has been received as to when the capsular tear occurred. The surgeon performed a vitrectomy and an anterior chamber lens was implanted. According to the info received, no sutures were necessary. Additional info has been requested, but has not been received. Please reference MDR #1119279-2012-00078 for the delivery device.

Manufacturer narrative:
The lens has been requested, but has not been returned. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.